Event description:
It was reported that pump displayed a cartridge change error and cartridge o-ring was found missing or damaged. There was no adverse impact to the customer's blood glucose level. Customer removed and discarded affected cartridge, cleaned pneumatic tap area as instructed, filled and loaded new cartridge with support from technical support, and successfully resumed insulin delivery.